Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a diagnostic anomaly was observed whereby the fast path summary indicated 0 shocks while the events summary page indicated one shock. This was due to the shock initially starting in the vt monitor zone resulting in therapies not shown on the fast path page but present on the events summary page. This function was changed and available in new devices.